Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence ( via an x-ray) of a fractured ar-2657dl, distal clavicle plate, batch 15327912 at the screw hole region. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific factors resulting in excessive mechanical stress applied to the plate. Per dfu guidance (dfu-0192-eo, revision 9, section e ¿ warnings): 6. Postoperatively and until healing is complete, fixation provided by this device should be considered temporary and may not withstand weight-bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Event description:
It was reported that on (B)(6) 2026, a follow-up x-ray revealed that the implanted plate had fractured without any trauma. The surgery had taken place approximately two weeks prior. No further information is available. Update 12-feb-2026 - further information was received: it was reported that on (B)(6) 2026, a follow-up x-ray revealed that the implanted plate had fractured without any trauma. The patient is currently only reporting symptoms resulting from the surgical procedure. No revision surgery is currently planned; conservative treatment is being pursued, which is why the plate remains in the patient. The patient originally underwent surgery on (B)(6) 2026, for a clavicle fracture.